Manufacturer narrative:
Product analysis: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned with no performance allegations received. The lead was analysed and tested out of specification. No patient complications have been reported as a result of this event.